Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. Please see also MFR report # 2032227-2010-83331.

Event description:
The customer's wife reported that the paramedics were called after the customer experienced a blood glucose reading of 20 mg/dl about two months ago. The customer was wearing the sensor, but according to the wife, it did not detect the blood glucose. The wife later called to report that the customer was in the hosp due to diabetic ketoacidosis. Troubleshooting was performed, and the time was programmed correctly. However, the bolus history showed that three boluses were delivered in the middle of the night. The wife stated that the customer did not program those boluses. Advised that the insulin pump would be replaced. Nothing further was reported.